Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones and experience phrenic nerve stimulation. The patient came in for a follow-up visit and during device interrogation the crt-d was found to be in safety mode. Additionally, the patient reported that the patient had positron emission tomography (pet) scan due to lung cancer disease and two days later the beep tones started. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones and experience phrenic nerve stimulation. The patient came in for a follow-up visit and during device interrogation the crt-d was found to be in safety mode. Additionally, the patient reported that the patient had positron emission tomography (pet) scan due to lung cancer disease and two days later the beep tones started. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones and experience phrenic nerve stimulation. The patient came in for a follow-up visit and during device interrogation the crt-d was found to be in safety mode. Additionally, the patient reported that the patient had positron emission tomography (pet) scan due to lung cancer disease and two days later the beep tones started. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device will return for analysis.